Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m92z31. The analysis results found that the er320 device was returned with 1 malformed clip jammed in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining (B)(4) conforming clips as intended; no jamming issues occurred upon testing. The most likely cause to the jammed clip is continual backward pressure while placing, firing and loading cycle of the next clip; however, no conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, jamming occurred and the clip was not fed into the jaws properly from the beginning. Another device was used to complete the case. There were no adverse consequences to the patient.